Event description:
As per the reporter - during the cemented bipolar surgery at (B)(6) we have found that 28+8 sizes head is already opened. The plastic cover was closed but inside the sterile cover pack was loose. Hence kindly look into the mater and arrange for replacement. The trial head was 28+8 and hospital boy was asked to open the plastic cover, then the carton and then packet and then sterile package, the outermost plastic cover was lose and it just opened up without any force as if gum was already dried up. This lead to question of sterility. A replacement device was used to perform cemented bipolar surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a packaging issue involving a metal head was reported. The event was not confirmed. Method and results: the device was returned for evaluation. The carton box is damaged. The sealing flange of the external blister is homogeneous and consistent with the requirements. The sealing flange of the internal blister is homogeneous and consistent with the requirements. The two tyvek components are slightly colored in yellow; this is normal and due to the sterilization process. There is no trace of overlapping between the two sealing flanges. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because visual inspection found no evidence of a non-conformance. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
As per the reporter - during the cemented bipolar surgery at (B)(6) we have found that 28+8 sizes head is already opened. The plastic cover was closed but inside the sterile cover pack was loose. Hence kindly look into the mater and arrange for replacement. The trial head was 28+8 and hospital boy was asked to open the plastic cover, then the carton and then packet and then sterile package, the outermost plastic cover was lose and it just opened up without any force as if gum was already dried up. This lead to question of sterility. A replacement device was used to perform cemented bipolar surgery.